Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was unable to charge the ipg. It was determined that the pocket site was too deep. The patient underwent pocket revision procedure. The patient was reportedly doing well postoperatively.